Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had drive support which was sticking out. Customer states that they experienced high blood glucose of 220 mg/dl and 169 mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 182 mg/dl. Customer advised to follow their medically prescribed back up plan. The insulin pump is expected to be returned for analysis.